Event description:
Distributor reported "rupture", "contracture" and "subcapsular lines were found in the implant, as a sign of intracapsular rupture" via MRI. Later, healthcare professional reported "rupture" and "pain" via pfn. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.